Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level, with values remaining between 54-500mg/dl. Corrective actions included sending a replacement pump, and the customer was instructed to use manual injections as backup therapy. The customer was guided on how to store the pump correctly and agreed to return it using a pre-paid label within 10 days.